Event description:
The hospital used endomyocardial biopsy forceps to sample myocardial tissue for patients on (B)(6) 2022. During the operation, the patient has been locally anesthetized, and after many times of triggering, the myocardial biopsy forceps are still unable to obtain tissue (the jaws cannot be opened). Experts on the stage repeatedly confirmed that it was a quality problem of myocardial biopsy forceps, and then exchanged a new myocardial biopsy forceps and successfully removed the tissue.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The hospital used endomyocardial biopsy forceps to sample myocardial tissue for patients on (B)(6) 2022. During the operation, the patient has been locally anesthetized, and after many times of triggering, the myocardial biopsy forceps are still unable to obtain tissue (the jaws cannot be opened). Experts on the stage repeatedly confirmed that it was a quality problem of myocardial biopsy forceps, and then exchanged a new myocardial biopsy forceps and successfully removed the tissue.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found no damage to the product. Functionally, the device would either not open or open slowly, then suddenly snap open. A magnified view found that one of the pins in the clevis mechanism may have been over pressed, causing an intermittent drag when trying to actuate the device. The samples are being sent back to the supplier for further investigation. A scar# s-2020-00006 has been issued to notify the supplier viant as&o holdings, llc that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.